Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device was manufactured in 2001. This device exceeds its expected life of 7 years. The reported complaint was unconfirmed. The most probable root causes are: worn/degraded device (wear and tear). Incorrectly assembled device. Improperly tested inspected device. Device deficiency identified during procedure. Patient may be under anesthesia. Assumes no other device available. Improper technique used during procedure. Inadequately maintained device used for procedure. Improper maintenance. Device identifier number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that on (B)(6) 2019, a a1059 mayfield modified skull clamp had slipped and lacerated the patient's scalp. The lacerated scalp was stapled. There was no delay in surgery due to product problem. Additional information has been requested.